Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a diagnostic procedure using a 6f sheath. Reportedly, the device got stuck and was pulled out with some difficulty. Although there was difficulty, no tissue damage was reported. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly the device was removed against resistance. It should be noted that the electronic perclose proglide instructions for use states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na